Event description:
It was reported that the patient who is enrolled in the a4010 clinical study, developed wound healing disturbance which was moderate in severity. The patient was admitted and underwent a revision procedure. The patient then underwent an explant procedure. The patient was treated with medication. The physician assessed that the event had a possible relationship to the procedure, a casual relationship to the device, and was not related to stimulation. Additional information was received that the patient who is enrolled in the a4010 clinical study, developed wound healing disturbance which was moderate in severity. The patient was admitted and underwent a revision procedure. The patient was treated with antibiotics. The patient recovered and was discharged. The patient was then later re-admitted due to wound healing disorder and underwent explant procedure. The patient was treated with medication. The patient's admission was prolonged and the patient underwent a wound revision and medication therapy was optimized. The patient was discharged.

Event description:
It was reported that the patient who is enrolled in the (B)(6) clinical study, developed wound healing disturbance which was moderate in severity. The patient was admitted and underwent a revision procedure. The patient then underwent an explant procedure. The patient was treated with medication. The physician assessed that the event had a possible relationship to the procedure, a casual relationship to the device, and was not related to stimulation. Additional information was received that the patient who is enrolled in the (B)(6) clinical study, developed wound healing disturbance which was moderate in severity. The patient was admitted and underwent a revision procedure. The patient was treated with antibiotics. The patient recovered and was discharged. The patient was then later re-admitted due to wound healing disorder and underwent explant procedure. The patient was treated with medication. The patient's admission was prolonged and the patient underwent a wound revision and medication therapy was optimized. The patient was discharged. Additional information was received that the reason the patient's admission was prolonged was due to a retroauricular wound secretion and ineffective antibiotic therapy. The patient underwent a wound revision and the antibiotics were changed. Cultures were taken and revealed a klebsiella oxytoca infection.

Event description:
It was reported that the patient who is enrolled in the a4010 clinical study, developed wound healing disturbance which was moderate in severity. The patient was admitted and underwent a revision procedure. The patient then underwent an explant procedure. The patient was treated with medication. The physician assessed that the event had a possible relationship to the procedure, a casual relationship to the device, and was not related to stimulation. Additional information was received that the patient who is enrolled in the a4010 clinical study, developed wound healing disturbance which was moderate in severity. The patient was admitted and underwent a revision procedure. The patient was treated with antibiotics. The patient recovered and was discharged. The patient was then later re-admitted due to wound healing disorder and underwent explant procedure. The patient was treated with medication. The patient's admission was prolonged and the patient underwent a wound revision and medication therapy was optimized. The patient was discharged. Additional information was received that the reason the patient's admission was prolonged was due to a retroauricular wound secretion and ineffective antibiotic therapy. The patient underwent a wound revision and the antibiotics were changed. Cultures were taken and revealed a klebsiella oxytoca infection. Additional information was received that the revision the patient had was of the leads and extensions.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-ipg-r-MRI, upn: m365db12000, model: db-1200, serial: (B)(4), batch: 744385. Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7074237. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7079496. Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7079488.

Event description:
It was reported that the patient who is enrolled in a clinical study, developed wound healing disturbance which was moderate in severity. The patient was admitted and underwent a revision procedure. The patient then underwent an explant procedure. The patient was treated with medication. The physician assessed that the event had a possible relationship to the procedure, a casual relationship to the device, and was not related to stimulation.